Manufacturer narrative:
Removed patient device interaction a(01). Replaced with device alarm system.

Manufacturer narrative:
B5: added the related device information h10: added the related report numbers.

Event description:
This impella 5.5 device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella pc gen 2 and aic controller.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 74-year-old patient with postcardiotomy cardiogenic shock (pccs), consistent with scai shock stage c, was supported with impella therapy. On (B)(6) 2026, during impella cp support, the device was escalated to 5.5 and a purge blockage alarm occurred. The purge fluid was changed to a heparinized solution; however, the alarm persisted, and the purge cassette was replaced. The replacement cassette became obstructed within 24 hours, prompting a substitute request. On (B)(6) 2026, it was reported that approximately 5 hours after the purge fluid change and cassette replacement, the alarm resolved and the system functioned without further issue. The patient¿s course included initial management with ECMO and iabp following ventricular septal perforation surgery, with subsequent upgrade to impella cp and later escalation to impella 5.5 for prolonged support. Attempts to wean ECMO were unsuccessful, necessitating reinstitution. On (B)(6) 2026, the impella 5.5 became dislodged; echocardiography confirmed the device was positioned in the aorta rather than the left ventricle. Alarms noted included ¿pump position unknown¿ and ¿suction only,¿ with no ¿position in aorta¿ alarm observed. Attempts at reinsertion were unsuccessful, and the device was removed. The patient was managed with ECMO alone thereafter. Care was withdrawn. The patient expired on (B)(6) 2026, due to multiple organ failure; a definitive causal relationship between the device and death has not been confirmed and remains under physician review. The device was removed due to the reported failure mode and returned for evaluation, with data download requested. Further evaluation of the device is pending. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c shock on multiple inotropes and pressors and was ventilated for respiratory support and multi-organ failure.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. D6b explant date was erroneously entered on the initial manufacturer device report. H6 medical device problem code a01 was inadvertently omitted on the initial manufacturer device report.